Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04763. It was reported that stent thrombosis occurred and the patient died. The patient came in with a late st elevation myocardial infarction (stemi). The target lesion was located in the mid and proximal left anterior descending (lad) artery. A 3.0mm x 16mm and 3.0mm x 38mm synergy¿ drug eluting stents were implanted in the mid and proximal lad with mild or moderate pericardial effusion and 30% ejection fraction. However, 26 to 28 hours later, the patient was brought down to the cath lab with complete thrombosis of the lad. The patient required vasopressors at this time along with a non-bsc heart pump. The patient's oxygen saturation began to desaturate and the patient was subsequently intubated. The patient then had a pericardial drain placed with immediate blood removal. The patient continued to decompensate and electrocardiogram changes showed initially anterior then global st changes. Coronaries were then re-examined showing thrombus throughout lad and at apex. The patient subsequently died. The physician does not believe this event was stent related but instead either a perforation or over ischemic heart due to poor health.